Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2016, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml gablofen at 49.95 mcg/day. The reason for use was not reported. It was reported that there was suspicion that the catheter tip was no longer in the intrathecal space. Symptoms of patient included increased spasticity. It was unknown when the issue started. There are no environmental/external/patient factors to report. No known diagnostics. Action taken was to replace the spinal/tip segment of the 8780 catheter on (B)(6) 2018. The customer discarded the catheter and it would not be returned to the manufacturer. The issue resolved at the time of this report. The hcp has no further information for the manufacturer. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.